Event description:
It was reported surgery was delayed due to the surgeon having trouble implanting the device.

Manufacturer narrative:
The returned liners used in surgery were checked dimensionally. There were features found to be out of print specification. Therefore, additional product was pulled from inventory for a more thorough investigation to determine if further actions may be required. It was determined for the products pulled from inventory were found to be within the manufacturing specifications. It is undetermined at this time how or why this may have occurred.